Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an erroneous upstream occlusions errors in the emergency room. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The reported erroneous upstream occlusion alarms were not reproduced during evaluation. Multiple occurrences of upstream occlusion were found during a review of the history log; however, these occurrences may have been true alarms. The upstream sensor was found to be out of specification. The upstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.